Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter would power off during use. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated the alleged power issue began on (B)(6) 2013, at 10:00 a. M. The patient manages her diabetes with an insulin pump. On (B)(6) 2013, at 4:45 p. M., the patient reported that she continued with her usual dose of medication (unknown type, 2 ¼ units) in response to the alleged power issue. Five hours after the alleged issue occurred, the patient stated she began to ¿feel high¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter did not need to be replaced based on the age of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/18/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.